Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned with the driveline cut approximately 3.75¿ from the pump housing and the distal end was not returned. The sealed inflow conduit, apical sewing ring, and sealed outflow graft were not returned. The bend relief was not returned, but the bend relief collar was returned separate from the pump. The outflow elbow was returned attached the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a deposition surrounding the outlet bearing ball. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the evidence of denaturation and circumferential contact marks on the outlet bearing cup suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Upon removal of the bionate and braided shielding layers, visual inspection of the underlying wires revealed no evidence of insulation breaches or damage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient underwent a pump exchange on (B)(6) 2021 and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number, (B)(6). An attempt was made to obtain additional information from the customer regarding the event; however, the account indicated that due to health insurance portability and accountability act (hippa), they are unable to give any more information. Incidental findings: a deposition was found in the outlet stator. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The relevant sections of the device history records for the (b(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2021. Following the exchange, the patient's device had high flows at 11 lpm and powers as high as 9 w. Lactate dehydrogenase (ldh) was 324 u/l. The patient had no heart failure symptoms. A review of the log file revealed the power and flow trending upward.